Manufacturer narrative:
Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. Lens was intraoperatively removed and replaced with a longer length lens. Problem was resolved. Cause of the event was not reported.

Manufacturer narrative:
Claim# (B)(4).